Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
Product complaint # (B)(4). Added: g3 report source: literature. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Report source for death is a literature article. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "no difference in mortality between cemented and uncemented hemi prosthesis for elderly patients with cervical hip fracture. A prospective randomized study on 334 patients over 75 years." Written by o. Talsnes, f. Hjelmstedt, a.h. Pripp, o. Reikeras, and o.e. Dahl published by archives of orthopaedic and trauma surgery published online 27 march 2013 was reviewed. The article's purpose was to review cases to determine if there are no differences in bleeding parameters, surgery time and mortality by the use of uncemented versus cemented hemi prosthesis in the treatment of dislocated femoral neck fractures for elderly. Data was compiled from 334 patients (172 in cement group and 162 in cemented group). Both groups received a depuy bipolar implant (depuy titan cemented or depuy corail uncemented). Manufacturer of cement not identified. The article reports one patient died in each group on day of surgery. The article also reports patients received blood transfusions intraoperatively and postoperatively in both groups. Depuy products: titan bipolar construct (stem, head, head), corail bipolar construct (stem, head, head). Adverse events: death in each group. Blood loss in each group.